Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient stopped using the ins because they would get surges when they moved a certain way. They stated that they cannot use the ins at night because of the surges and also because the led light does not work on the patient programmer (pp) to see to adjust the stimulation. The patient stated that these issues have been going on "for a long time".